Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an electrophysiology mapping procedure, the patient expired. The physician had successfully acquired antegrade femoral vein access via seldinger technique for access sheath placement. The patients challenging anatomy was successfully navigated and left atrial access via the transseptal approach was acquired. The physician was in the processes of mapping the patient's heart with an intracardiac mapping catheter when the patient went into cardiac arrest and expired.